Event description:
The initial reporter questioned low results for 2 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The customer provided data for 3 patient samples. Based on the data provided, the results for 1 patient tested for ca2 are a reportable malfunction and the results for 1 patient tested for sodium (na) and chloride (cl) are a reportable malfunction. The erroneous results were reported outside of the laboratory. No adverse event occurred. The ca2 reagent lot number was 362942 with an expiration date of dec-2019. The na and cl electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and found a cell blank nozzle was dispensing excess water causing an overflow into neighboring reaction cells. The fse adjusted the dispense volume and performed a 20-point precision using pooled serum and obtained acceptable results. Calibration and qc was acceptable. The investigation determined the root cause of the event was the issue identified by the fse.